Event description:
A 69-year-old male undergoing high-risk percutaneous coronary intervention (hrpci), with a pre-support clinical state consistent with scai shock stage a, experienced a vascular injury during impella cp support via right femoral arterial access. A 14 fr peel-away sheath had been implanted prior to preparation for placement of the companion sheath. During preparation, the standardized puncture needle used in the catheterization laboratory punctured the sheath membrane and fully pierced through the sheath, resulting in a minor perforation of the femoral vessel. The injury was not immediately recognized, as no abnormality was initially visible. While pci was ongoing, the patient became hemodynamically unstable, prompting further evaluation. Fluoroscopic imaging revealed bleeding into the femoral tissue at the access site corresponding to the puncture location. The impella cp and sheath were immediately explanted, and the patient underwent successful vascular surgical repair. The patient survived the event. The pump and sheath were collected and shipped for further investigation. Based on the information available, the femoral vessel perforation was caused by procedural needle puncture of the already-implanted peel-away sheath during sheath preparation. The event was not related to a malfunction or failure of the impella cp device or its companion sheath. The patient survived following successful surgical intervention.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
During the complaint review, it was identified that a correction to the complaint device information was required and subsequently completed. The complaint device was updated to the 14 french introducer, as the 7 fr sheath had not yet been placed at the time of the event. A needle stick occurred, puncturing both the 14 fr introducer and the vessel. Accordingly, the section d suspect device fields were revised to reflect the 14 french introducer product. In addition, the complaint coding was corrected and updated, resulting in revisions to the h6 health effect ¿ clinical/impact and medical device problem fields. Section h6, investigation type, findings, and conclusion and component code, was also updated to align with the revised suspect medical device status information. Note: type of reportable event remains unchanged. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.